Event description:
It was reported that during a very large abdominal wall repair, a tumor was removed from the patient's liver. The surgeon closed the fascia and used a 12x25cm size of veritas collagen matrix as an overlay. The patient suffered a seroma in the lower abdomen that was not related to the veritas implant. When the patient returned to the operating room 3 weeks later, the surgeon noted that there was very little revascularization, 25 percent of the mesh was gone and the veritas was "stringy." A portion of the patch washed away as the surgeon rinsed with saline. The site was cultured for infection, but no infection was present. The veritas patch remains implanted.

Manufacturer narrative:
No product was returned for evaluation, as the product is currently implanted. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture.